Manufacturer narrative:
The customer reported problem of 8015 error code 133.6090 was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error code 133.6090. Technical support- 1. Informed this is most likely due to the main speaker. 2. Provided part number. 3. Transferred customer to order management for further assistance. Technical support case will now be closed. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. The tech recommended replacing the main speaker. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. The tech recommended replacing the main speaker. There was no patient involvement.